Event description:
It was reported that during a da vinci hysterectomy procedure, a wire was separated on the mega needle driver instrument. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mega needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable to be broken at the instrument distal idler. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the instrument wrist. The other cables at wrist were not damaged. No other damage wad found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.